Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that air bubbles were found in the tubing. Customer required assistance to remove them. Customer was advised to set a fill cannula while being disconnected from the insulin pump. It was stated that the fill cannula was not enough customer was instructed to fill the tubing manually. Air bubbles were removed. Nothing further reported.